Manufacturer narrative:
The insulin pump passed the displacement test and self test. No unexpected restart was noted. Moisture damage was noted on the display, mother board, and interface board. The insulin pump had a cracked display window, cracked case at the display window corners, cracked reservoir tube lip, scratches on the reservoir tube window, cracked battery tube threads, a cracked belt clip slot and a shifted end cap sticker.

Event description:
It was reported that the customer had high blood glucose levels of 130 mg/dl. The customer reported that the insulin pump was exposed to water. The customer reported removing the battery on the insulin pump as soon as the insulin pump got wet. Troubleshooting was done. A self-test was performed on the insulin pump. The insulin pump passed the self-test but when the buttons were pressed, the display of the insulin pump would go blank and the insulin pump would restart. The customer was advised that the insulin pump would need to be replaced. The customer was advised to discontinue use of the insulin pump and to revert to a back-up plan per the health care provider's instruction. No additional information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.